Manufacturer narrative:
Lifescan (lfs) has return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch lancing device holder was damaged. The medical surveillance specialist contacted the pt to obtain/clarify info. The pt said that the product issue started on may 13 at 6 am. He said that due to the issue, he did not test his blood sugar because the lancing device did not function and he did not want to hurt himself by pricking his finger with a needle or a lancet. Because he did not prick his finger, he did not test his blood sugar and because he did not test his blood sugar, he stopped taking insulin. On may 14 at 10 am, he had blurry eyes, his stomach was cramping, and he felt sweaty, shaky, and overall sick. He says these symptoms are indicative of hyperglycemia for him. He decided to test his blood sugar by pricking himself with a needle and obtained a reading of 340 mg/dl around that time. He then proceeded to use needles and then lancets to manually prick his finger to test his blood sugar four times per day. It is noted that the pt self-adjusts his insulin but he did not give the type and doses of his insulin, just that he stopped taking it after the lancing device broke. It was determined during the troubleshooting telephone call, the product is not new and there was no misuse of the product. This complaint is being reported because the pt alleged he was not able to use his lancing device, did not take his diabetes medication due to the issue, and suffered symptoms indicative of hyperglycemia.